Event description:
It was reported that a geriatric patient was sitting in the recliner outdoors at a family picnic. The footrest lever was accidentally bumped on the recliner and the footrest came up unexpectedly. The gentleman, who was reported to have a minor hip fracture, now has a full blown break which will require surgery.